Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after being powered on. The customer advised that with batteries installed in battery well 1 and 2, the device would power on, but then shortly thereafter the device would power off. With a battery in well 2 only, the device would also power on but then power off. With a battery in well 1 only, the device powered on with no issues. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the rear enclosure. It was determined that the cause of the reported issue was due to a missing battery pin insert, which likely caused an intermittent connection between the battery and the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and observed that the device powered off only when a battery was installed in battery well 2 and no battery in battery well 1. Physio observed that a battery pin in battery well 2 was pushed into the battery terminal, which caused the device to lose power. The rear enclosure was replaced for an unrelated issue, however the rear enclosure contained new battery pins. Physio also observed a burn on the battery wire harness assembly and the assembly was replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after being powered on. The customer advised that with batteries installed in battery well 1 and 2, the device would power on, but then shortly thereafter the device would power off. With a battery in well 2 only, the device would also power on but then power off. With a battery in well 1 only, the device powered on with no issues. There was no patient use associated with the reported event.